Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist checked the device and found that the order was not coming over with a med ID and only had 1 component and not 2. Further, the technical support specialist confirmed from the customer that the issue was resolved by the epic team, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.